Event description:
Boston scientific received information that this patient's left ventricular pacing thresholds have been steadily rising since implant because the left ventricular lead had dislodged. A revision procedure was performed on the right atrial lead for an unrelated reason, however no action was taken on this left ventricular lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.